Event description:
It was reported by service report that the motion interrupt pan was broken and hanging down, and the power cord had a rip in the outer sheathing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan was broken and hanging down. Power cord outer sheathing was ripped.